Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: in 2007, inratio: 3.2, lab: 7.5(two days before), mean: 5.35, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. The time interval between tests was > 3 hours. Per internal procedure, the comparison was considered invalid. No further testing required.

Event description:
Caller alleged discrepant result compared with the lab. Results as follows: date: in 2007, inratio: 3.2, lab: 7.5(two days before).